Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) outer insulation breached and cosmetic esc, outer insulation cosmetic cut. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) outer insulation breached and cosmetic esc, outer insulation cosmetic cut. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was noted the patient died approximately two months following device system implant. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. The cause of death is being requested.